Manufacturer narrative:
The returned device was evaluated and the inspection of the soft cannula did not find it bent or kinked. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The investigation found no evidence of a bent, kinked, or damaged cannula. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 18 mmol/l (324 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with insulin via pod and manual injection.